Manufacturer narrative:
Additional information: patient was diagnosed with epithelial basement membrane corneal dystrophy patient codes for dry eye, haze and burning sensation additional patient codes for 2138 - vision impaired account reported that right eye had hazy area inferior with likely epithelial cells noted. At flap periphery, 2 weeks post treatment in the same area that had previous epithelial abrasion/sloughing. May have allowed opening for epithelial migration. Vision is still blurry and tough in right eye more than left eye. Bcva from (B)(6) 2018 right eye post-op 20/20 -1.00 x -.75 x 130 left eye post-op 20/50 -1.25 x -1.25 x 45 patient reported having distorted vision and residual refraction due to due to epithelial basement membrane corneal dystrophy, confirmed by surgeon. Is being reported that patient is 1 month post treatment and is experiencing dry eye with burning sensation. Patient was given muro ointment every hour and tears every 2 hours.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal abrasion with surrounding loose epithelium and shows edema in the right eye (od) at 1 day post op exam. A bandage contact lens was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained that the right eye was painful and couldn't keep eye open and was also blurry. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/15 -3.00 x -.50 x 10, left eye pre-op 20/15 -3.00 x -.75 x 178.